Event description:
A doctor reported a patient experienced toxic anterior segment syndrome after surgery. Add'l info has been requested but none has been rec'd.

Manufacturer narrative:
No silicone I/a tip (unknown product item) was returned for tass. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned and no lot info was provided for a lot record review, the root cause for customer complaint issue cannot be determined. (B)(4).